Event description:
I used fixodent from approx 1970 until 2009. While I was using fixodent, I was experiencing numbness and tingling and electrical shocks to feet, legs, hands. I also experienced involuntary muscle movements in legs, swelling in feet and hands. In 1990, I was diagnosed with mixed connective tissue disease and polyneuropathy. Blood test taken at that time showed that I had a very high white blood count and a very low red blood count, a test positive sed rate and anti nuclear antibodies. My neuropathy in legs, feet, upper extremities, hands is permanent and irreversible, even though, I take ivig (immune globulin) treatments to slow this process down costing a lot of money every 27 days, these infusions last a minimum of 4 hours with monthly multiple needle sticks. I require continued medical care to my primary physician, a rheumatologist, neurologist and a gastro-intestinal specialist, painful steroid injections between my disc. Fixodent denture cream, oozing out from dentures getting into your system. Every time you eat you have to clean dentures off and re-apply, leading to 2-3 times daily of putting on denture cream, everyday for the last 40 years. Dose or amount; denture cream, frequency: three daily, route: oral. Dates of use: 1970 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.